Event description:
It was reported that there was a shocking or jolting sensation and that stimulation was intermittent. This occurred following a fall, the pt fell on shoulder. The company rep reported reading >10,000 ohms, reading >40,000 ohms and reading >4,000 ohms. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).